Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested/is expected for evaluation but has not yet been received therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. The most likely cause(s) of this type of event include mechanical damage, such as scraping the device against bone or another instrument/device. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that after 2.5 hours of regular utilization (ablation level 7 and coagulation level 1) the surface of apollo just broke inside the patient. The bigger pieces were removed but 3 very little pieces remained in the soft tissue of the patient.

Event description:
It was reported that after 2.5 hours of regular utilization (ablation level 7 and coagulation level 1) the surface of apollo just broke inside the patient. The bigger pieces were removed but 3 very little pieces remained in the soft tissue of the patient.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. Complaint confirmed. The evaluation revealed that a portion of the probe's ceramic was chipped off. The most likely cause(s) of this type of event include mechanical damage, such as scraping the device against bone or another instrument/device. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.